Manufacturer narrative:
Evaluation summary: the stent returned off the delivery system balloon. The delivery system returned with the sheath and stylette loaded. Numerous kinks were evident along the hypotube. A number of the mid stent wraps were stretched and deformed with a number of raised struts. The remaining stent wraps were intact. Crimp impressions were visible along the working length of the delivery system balloon. The balloon folds were slightly opened. Inner lumen patency was verified. No deformation was evident to the distal tip. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The endeavor resolute drug eluting stent device was received in the manufacturing facility with no complaint information. The analyst reported that the stent was deformed by visual inspection. No further patient available. Therefore no injuries or interventions were reported.

Manufacturer narrative:
Additional information: it was subsequently reported from the account that stent damage was noted when removing the protective sheath. There was difficulty removing the sheath. When removing the protective sheath, the stent came off, preventing it from being used. There was blood on the device because the doctor's gloves were contaminated with blood. The stent was not used in the patient because it was damaged. The stent was mounted on the balloon. If information is provided in the future, a supplemental report will be issued.